Manufacturer narrative:
The customer's reported complaint of "unit went pop and no power and no green light" was confirmed during the functional testing. The root cause was due to the defective power module input 10a and/or mishandling. During visual inspection, it was observed that the cover for the fuses box was missing, unrelated to the reported complaint. The thermogard console failed the initial functional testing due to not powering up; thus, confirming the reported complaint. The power module input 10a needs to be replaced to address the issue. Upon customer's approval, the defective parts will be replaced and the thermogard console will be subjected to final testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints reported for thermogard with serial number (B)(4).

Event description:
The thermogard xp ivtm system console (sn (B)(4)) made a loud noise. The system had no power, and no green light was observed. It was unknown if the issue occurred during patient use. No known impact or consequences to patient information was reported. No further information was provided.